Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing records were reviewed with no deviations or abnormalities. All product from this lot has been distributed with no similar complaints being received. Item was returned for evaluation. The returned rod was checked with an omega 21 multidirectional coupling. The coupling did not go through the hexagonal end of the rod and gets stuck. Visual examination shows a small burr is present on the rod. The diameter at the intersection between the cylinder and the hexagonal area is out of specification. An engineering change request was initiated to modify the inspection method used for verifying the rod diameter after the sandblasting process from micrometers to a gage ring.

Event description:
It was reported that during a spinal operation on an unknown date, the surgeon could not connect the coupling and the rod. Another coupling and rod were used to complete the surgery without further complication.

Manufacturer narrative:
Device manufacturer information was entered incorrectly as the biomet (B)(4). Facility instead of the biomet (B)(4) facility. The manufacturer report number is correct.